Event description:
Customer reported that she was hospitalized for low blood glucose. She stated that she had been out dancing and drinking alcohol and went home and went to bed. She stated that she woke up in the morning and crashed. She declined troubleshooting for low blood glucose and did not provide a reading for the event. The blood glucose at the time of the report was 184 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.